Event description:
"Small portion of inner seal broke off and fell into abdomen - was retrieved."

Manufacturer narrative:
Product has not been returned to the manufacturer. When product is received, evaluation will be completed and final report will be submitted.